Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported that the device failed the op check and is in need of a new main board. There was no specific reported malfunction for the device. There was no report of patient involvement.